Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was not returned, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads (one capped and one active) and a right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each of the leads to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, advancement was made to the subclavian vein and stalled. Then, switching to a spectranetics 11f tightrail rotating dilator sheath, progress was made into the superior vena cava (svc)/innominate junction. While applying traction with the lld ez, the lead released from the heart, and the patient¿s blood pressure began to drop. A pericardial effusion was detected via echocardiogram (echo), and rescue efforts began, including pericardiocentesis and sternotomy. An ra perforation was discovered and repaired, and the remaining rv leads were removed post-sternotomy. The patient survived the procedure. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.